Event description:
It was reported that three drapes were observed with holes. Two of the three drapes were observed with holes after the drapes were used during procedures. Two patients acquired infections post surgery and were given antibiotics. No further patient complications have been reported as a result of this event